Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. Occasional atrial under-sensing was also noted on the right atrial (ra) lead. Both the rv and the ra leads remain in use. No patient complications have been reported as a result of this event.